Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "postoperative diagnosis: patient underwent primary tha ((B)(6) 2018) then returned ((B)(6) 2018) for revision due to mechanical failure of the right hip. Patient was noted to have a periprosthetic femur fracture. Acetabular shell retained, all other components revised".

Event description:
As reported: "postoperative diagnosis: patient underwent primary tha (B)(6) 2018], then returned (B)(6) 2018] for revision due to mechanical failure of the right hip. Patient was noted to have a periprosthetic femur fracture. Acetabular shell retained, all other components revised".

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The periprosthetic fracture event was confirmed based on the clinician review of the case. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: x-ray printouts dated (B)(6) 2018 include an ap of the pelvis and lateral of the right hip demonstrating bilateral uncemented total hip arthroplasties with the right reduced and the femoral component subsided approximately 1½-centimeters with a minimally displaced oblique fracture of the medial femoral cortex, approximately 3½-centimeters distal to the lesser trochanter. No clinical or past medical history, no pre-operatively total hip arthroplasty or post-revision x-rays, and no examination of the explanted components are available. The periprosthetic femoral fracture in this elderly, post-menopausal woman likely occurred during preparation for and/or impaction of the femoral component. The primary femoral component at the primary surgery was noted on x-rays on post-operative day 6. This is a common complication of uncemented femoral components in this population and is not related to factors of implant manufacturing or materials. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: x-ray printouts dated (B)(6) 2018 include an ap of the pelvis and lateral of the right hip demonstrating bilateral uncemented total hip arthroplasties with the right reduced and the femoral component subsided approximately 1½-centimeters with a minimally displaced oblique fracture of the medial femoral cortex, approximately 3½-centimeters distal to the lesser trochanter. No clinical or past medical history, no pre-operatively total hip arthroplasty or post-revision x-rays, and no examination of the explanted components are available. The periprosthetic femoral fracture in this elderly, post-menopausal woman likely occurred during preparation for and/or impaction of the femoral component. The primary femoral component at the primary surgery was noted on x-rays on post-operative day 6. This is a common complication of uncemented femoral components in this population and is not related to factors of implant manufacturing or materials. Further information such as clinical or past medical history, pre-operatively total hip arthroplasty or post-revision x-rays, and examination of the explanted components. Are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.